Manufacturer narrative:
The returned hm3 system controller, serial (B)(4), was functionally tested and passed all steps without any issue. The controller connected to a mock circulatory loop for an extended period of time without reproducing any alarm. The controller functioned as intended during analysis. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. D) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including power cable disconnect and low voltage. Heartmate iii instructions for use (rev. C) section 8-¿equipment storage and care¿ and heartmate iii patient handbook (rev. D) section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had ongoing low voltage alarms while on battery power. Clips and batteries were changed, and the contacts were cleaned. The patient also positioned the equipment different ways, but the alarms persisted. The controller was exchanged on (B)(6) 2022 and there were no further issues.